Manufacturer narrative:
On 03/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with saline mentor siltex round moderate profile 275cc breast implant and experienced deflation on the right breast implant after implantation. As a result, the patient had undergone explantation and replacement of saline mentor siltex round moderate profile 275cc on (B)(6) 2018.

Manufacturer narrative:
On 04/10/2018, it was reported to mentor that the date problem observed was (B)(6) 2018. The breast implant was replaced with saline mentor siltex round moderate profile 275cc, catalog number 3542640, serial number (B)(4), lot number 7338980. The patient had no complications after the surgery. In addition, it was reported to mentor that the facility name is (B)(6), address is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/30/18, it was reported that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed an area of siltex cracking on the posterior aspect and parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. A rent measuring approximately 0.1 cm was discovered just below the siltex cracking area on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material found in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).